Event description:
The report stated that during a hysterectomy, the jaws were completely closed, the device was activated and the seal end tone was heard. The trigger for the divider locked after pulling and the surgeon was unable to open the device. The surgeon gently removed the instrument without injury to patient. Upon device investigation it was discovered that the webbing for the divider is broken. One half is caught between the jaws of the device, and the other half is sticking out of the jaws.

Manufacturer narrative:
The incident device evaluation showed that the jaws were apparently clamped on tissue with a very large diameter. Information has been sent to the sales force which outlines the techniques for sealing tissue of excessive size and stiffness. This information has also been included in the product launch materials for the lf4200. Information was also sent to the customer on how to avoid a recurrence.